Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed backup vvi on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was stable.

Manufacturer narrative:
The reported event of reset was confirmed. The device data was corrupted upon receipt. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.